Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the use of a preloaded insertion system, model pcb00, the trailing haptic got stuck in the inserter and the surgeon was unable to dislodge the haptic. The haptic broke and the lens was cut out. Another pcb00 was used as a replacement. No additional information was provided.

Manufacturer narrative:
Device evaluation: the preloaded insertion system was received in the original folding carton. The plunger component was observed in a fully advanced position. The cartridge component was observed correctly engaged into the lower body of the pcb00 device. Visual inspection at 10x microscope magnification was performed. No lens was observed inside the pcb00 device. Therefore, the reported issue could not be verified. From the unfolder cartridge component, a small amount of viscoelastic residues were observed at the cartridge tube/tip. Stress marks in both sides of the cartridge tube and tip was observed which are typically caused and/or may appear by the passing of the lens through the cartridge. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. The dfu adequately provides the customer with information on proper device inspection before use. Conclusion: as a result of the investigation, there is no indication of a product malfunction or a product quality deficiency. The reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.